Event description:
It was reported that a pericardial effusion occurred. A trace baseline pre-existing pericardial effusion was seen prior to the start of the left atrial appendage (laa) closure procedure via transesophageal echocardiography (tee). The physician performed the transeptal crossing with a non-bsc device and a fxd curve watchman access system (was). It was noticed via tee that there was a perforation from the transeptal needle and the baseline trace pericardial effusion had increased. The physician made the decision to abort the watchman procedure. The physician immediately reversed the heparin with protamine. Upon removal of the was from the patient, it was noticed the was had also kinked. There was no other intervention required and the patient remained in stable condition.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a pericardial effusion occurred. A trace baseline pre-existing pericardial effusion was seen prior to the start of the left atrial appendage (laa) closure procedure via transesophageal echocardiography (tee). The physician performed the transeptal crossing with a non-bsc device and a fxd curve watchman access system (was). It was noticed via tee that there was a perforation from the transeptal needle and the baseline trace pericardial effusion had increased. The physician made the decision to abort the watchman procedure. The physician immediately reversed the heparin with protamine. Upon removal of the was from the patient, it was noticed the was had also kinked. There was no other intervention required and the patient remained in stable condition.